Event description:
It was reported that the patient was walking on the treadmill at an incline and they received a shock from their device that caused them to fall off the treadmill. Device interrogation revealed oversensing with an inappropriate shock given. It was further reported that the patient again received an inappropriate shock while walking on the treadmill. Device interrogation revealed that the shock was due to t-wave oversensing (twos). R-wave undersensing was also noted. The right ventricular (rv) lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2013. (B)(4).